Manufacturer narrative:
Results of investigation: the carefusion field service representative replaced the transducer communications alarm board assembly and returned the device back to service with the customer. No parts were returned to carefusion for further evaluation

Manufacturer narrative:
In the event the device is received or additional information becomes available a follow-up report will be submitted at that time. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that his vent has been in the shop for about a month. There was a high pressure alarm while on a patient while in the volume guarantee neonatal mode. The unit alarms but doesn't terminate the breath with 3 centimeters of water pressure above high pressure. There is no information if the patient was harmed at this time.